Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. See manufacturer narrative.

Event description:
It was reported that the device had display / screen issue. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: annex a: a26 annex g: (B)(6) annex b: b17 annex c: c20 annex d: d15

Event description:
It was reported that the device had display / screen issue. There was no patient involvement.